Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pain and exit block. The lead also exhibited high defibrillation thresholds. An x-ray was then performed in clinic and a lead perforation of the pericardium was observed. Subsequently, a lead revision was performed and the lead was repositioned successfully. The lead remains in service. No additional adverse patient effects.